Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
T was further reported that the patient passed away after being admitted to the intensive care unit (ICU) and receiving a temporary pacer, and the right ventricular (rv) lead dislodged due to cardiopulmonary resuscitation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant, the patient had a cardiopulmonary arrest. It was further reported that right ventricular (rv) lead dislodgement was noted post arrest. The rv lead is planned for revision and remains in use. No further patient complications have been reported as a result of this event.